Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were ongoing air bubbles in the patient line for the past two months. Reportedly, the user does not remove the air from the cartridge during the load process. The user's blood glucose (bg) level ranged from 250 mg/dl to 328 mg/dl. The user would prime the tubing to remove air bubbles, deliver a bolus, and adjust the temporary basal rate to address bg level.